Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was not used on a pt. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. A return sample for eval is not expected. (B)(4).

Event description:
A distributor stated she received a report from an employee in the hosp operating room dept that stated there was a foreign object seen in a sterile package, which was not opened. It was further reported the foreign object "is red and looks like it could be a piece of a fingernail with red nail polish."